Manufacturer narrative:
Distributor name: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that an initial iab had to be replaced due to a blood back run, but the second iab could not be advanced. The second iab was replaced with a third iab to continue therapy. The patient had an ami (acute myocardial infarction. Moderate sclerosis, calcification, and tortuosity were noted in the patient vessel. There was no reported injury to the patient. This submission is for the 2nd iab.